Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The hub, shaft and tip were microscopically examined. The device was stretched and separated at 3cm to 4.5cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a catheter break occurred. A 135/10 renegade¿ hi-flo¿ was selected for use. During unpacking, it was noticed that the catheter was broken with the lumen intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that a catheter break occurred. A 135/10 renegade¿ hi-flo¿ was selected for use. During unpacking, it was noticed that the catheter was broken with the lumen intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.